Event description:
Additional information provided by the reporting surgeon indicates that the pt has had a good outcome following the lens exchange.

Event description:
A surgeon reports that a pt had an intraocular lens replaced due to glare. More info has been requested.